Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer was treated with chocolate milk. The customer declined troubleshooting for high blood glucose. The customer was advised to change sensor. The insulin pump will not be returned for analysis. Concomitant: sensor enlite3 5pk us (ozp) mmt-7020a.